Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, specifications, trends, quality control and visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device reported one device was returned with the udh handle and the basket formation in the closed position. A functional test was performed and the udh handle actuated the basket formation to the open and closed positions. A visual examination noted that one of the basket wires has pulled out of the cannula. The other three wires are secure. The complaint device was returned therefore, an investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported by the user facility that a patient underwent an ureteroscopy procedure using an ncircle tipless stone extractor. The attending physician indicated that while performing this procedure the distal end of the basket partially broke. It did not completely detach during the process but the device was replaced in order to complete the procedure. No unintended sections of the device remain inside the patient¿s body nor did the patient experience any additional procedures or adverse effects due to this occurrence. No further information was provided.